Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a review of the black box history revealed one call service 064 alarm was recorded. During testing, the pump was powered on to the ¿verify¿ screen in accordance with normal operation. The pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. No battery or cartridge cap was returned with the pump. Test caps were used to complete the investigation. The reported cs alarm issue was unable to be duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue (cs) issue. There was no indication as which cs alarm had the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.